Event description:
Customer reported a separation of the connector to the pump, blue slide over, that resulted in a chemo spill. There was no pt/user harm. Although requested, no add'l info was available.

Manufacturer narrative:
(B)(4). Visual inspection of the set identified a tear in the silicone tubing near the upper fitment. Crush marks were observed on the upper fitment. The cause of the spill was due to the tear on the tubing, however, the root cause of the tear could not be determined. The mfg database was reviewed; no quality issues were noted during production build for the reported lot#.